Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The device did not function properly. Add'l info has been requested. The distributor reported that no patient injury occurred.